Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jufr2549 showed no other similar product complaint(s) from this lot number.

Event description:
It has been reported the that statlock is not sticking properly and coming out immediately after sticking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a statlock not adhering properly is inconclusive due to poor sample condition. One statlock securement device was returned in opened packaging. The product label indicated lot jufr2549. The pad liner was found to be misaligned with the base of the pad which suggests the liner had been peeled and reattached prior to return. Microscopic observation of the base of the pad revealed evidence of adhesive to be present throughout the pad. Tactile evaluation of the adhesive backing revealed it to feel sticky and tacky. Evidence of adhesive being present on the pad was observed; however, the condition of the sample prior to handling and use is unknown and does not allow for a confirmation of the reported event at this time.

Event description:
It has been reported the that statlock is not sticking properly and coming out immediately after sticking.